Manufacturer narrative:
The device in question was discarded and therefore not available for technical analysis. Tissue mobilization was described by the user as extremely difficult due to the fibrotic target tissue. The clip was deployed but the tissue was accidentally resected not above the clip. If the tissue is not firmly secured, the endoscope tip can be detached from the target tissue due to peristaltic movements. This is a rare procedural complication and is not related to a product malfunction. It is stated in the instruction for use that during clip application the tissue must be kept under slight tension by using a grasping device until resection is complete. This keeps the tissue and endoscope tip in position. This prevents accidental resection at an undesired site due to the instrument slipping. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the gastroduodenal ftrd was used to treat a fibrotic lesion in the stomach. The clip was successful deployed. The tissue was accidentally resected at a different site. The resulting perforation was immediately detected and closed with clips.